Event description:
The pt was implanted with a left ventricular assist device (lvad). (B)(4) registry indicating that the pt had red heart alarms. The pt changed from batteries to power module, but alarms continued. The pt changed the sys controllers and alarms stopped. The following morning the pt went to the clinic. Pump may have been off 3-5 minutes.

Manufacturer narrative:
(B)(4). The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Device evaluation: the reported low speed operation events (red heart alarms) were confirmed based on the information contained in the submitted system controller log file, however, a root cause for the events could not be conclusively determined based on its evaluation. The log file revealed that multiple low speed operation events were recorded where the pump was operating between 820 rpm and 860 rpm. It was communicated that the reported alarm events did not persist following the system controller exchange. The heartmate ii lvad, serial number (B)(4), continues to support the patient with no further issues reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: only the system controller was exchanged during the event and the patient did not have any further issues following the system controller exchange. The patient continues to be on vad support and is doing well.